Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed that the pump door button was pushed downward on the right side of the button. This did not affect the operation of the door. The inside examination of the door showed that the bracket on the catch slide where the button rests on was bent downward slightly. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies. A check in diagnostic screen showed that patient sensor 1 was improperly set at the value 13 (mbar) / 0.1, and patient sensor 2 was at 3 (mbar) / 0.0 psi. After zeroing the patient sensor, a simulated treatment post-accelerated stress test (ast) 2 hour 15 min 8500 ml test was performed and passed. After zeroing the patient sensor, the patient sensor calibration check passed. A review of the device history record (DHR) found that the failure analysis problem report (p/n 510339) blank screen 5/20/22; production floor problem report (p/n 450281) rework: replaced front panel assembly 05/25/2022. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis patient's contact called fresenius technical support to report a blank screen on the liberty select cycler. The patient's contact stated that screen went blank during fill 1 of 4. The patient was connected at time of call. The patients contact pressed ok on the cycler, stop, and touched the screen but screen remained blank. The patient's contact reported that the ok and stop keys did make sound when pressed, the patient's contact tried rebooting the cycler. The ok and stop keys lit up but the screen remained blank. The patient's contact was advised to discontinue use of the cycler and was informed that the cycler would be replaced due to blank screen. The patient's contact was advised to contact pd nurse to inform of replacement. There was no patient harm or adverse event, and no medical intervention was reported during the initial call. Additional information was requested but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.